Event description:
Customer alleged blood glucose results of 355 mg/dl and 160 mg/dl when testing was performed back-to-back on the advantage system. The customer reported having no blood glucose symptoms and took his normal dose of 50 units novolin 70/30. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.